Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the cs 064 call service alarm occurred during an attempted prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed a cs 064 call service alarm that was emitted appropriately during the prime step. During testing, the pump was exercised for 24 hours with no duplicated call service alarms. The pump case was removed, and no evidence of internal damage or moisture was found. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.